Event description:
Ous MDR - approximately 15 months after implant, the sensing values of this lead dropped from 10mv to 1.5mv. During the lead revision, the helix would not screw in. The physician decided to explant and replace this lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed signs of abrasion along the lead body. In particular around 58 cm distal to the df4 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and data such as diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. In the course of the visual inspection the df4 connector pin demonstrated deformations and the inner coil was found deformed due to overrotation 1.5 cm distal to the df4 connector pin, which most likely resulted during the extraction procedure. These findings might have affected the fixation mechanism as mentioned in the complaint text. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.